Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the labels were falling off from device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 serial #, e1b event site name, e1c event site address, e1d event site address line 2, e1e event site city deems required. This is based on the internal evaluation. (B)(6). Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the labels were falling off from device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet their specification, since missing labels from the device could be considered as the device not being to their specification and in this way they contributed to the reported situation. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of volista range, we can conclude the failure ratio is very low. Subject matter experts at maquet sas performed the analysis in order to establish the most probable root cause. However, as they stated, there is not enough information available to determine the veritable probable root cause and to make a report. Label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time apart from the ones already implemented.

Event description:
Manufacturer's reference number (B)(4).